Event description:
During an atrial fibrillation procedure, air was confirmed inside the heart. The patient was observed for two hours with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak and subsequent air embolism remains unknown.